Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The drill guide broke at the weld, the handle/guide junction.

Manufacturer narrative:
Examination of the returned device confirmed fracture through the welded region connecting the arm and the cannulated sleeve. The fracture is consistent with fracture due to overload. Overload fracture indicates a single bending force was applied in a direction to cause opening of the 30 degree angle between the arm and the sleeve and this force exceeded the ultimate strength of the material. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.